Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer's mother reported that her daughter had been wearing a pod "that did not control her bg levels." After activating the device, her bg's remained consistently high (328-407mg/dl) despite multiple boluses having been administered. A manual insulin injection was given and the pod was removed and replaced. The device will be returned for evaluation.